Event description:
It was reported by the rep the device recorded an ut of range high voltage lead impedance measurement. The device was remeasured and found to be in range. The device remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.